Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device did not meet projected longevity. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time), performance data collected from the device was received and analyzed. Time of recommended replacement time (rrt) in save to disk on (B)(6)-2013 device rrt<(><<)>=2.62 volt.